Manufacturer narrative:
Although requested, device has not been received, and patient demographic details were not provided. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the 8120 pump programming code was compromised. Reportedly, the patient was able to enter the code "1234" to administer a pca dose for himself, and thus received more medication than was expected. There was no harm to the patient.

Manufacturer narrative:
Although requested, device has not been received, and patient demographic details (a2, a3, a4), and b6, b7 were not provided. A follow up report will be submitted with failure investigation results should the device be received for evaluation. H6: device code-no code available. Patient tampered with device, obtained clinician code and gave self a pca bolus dose.

Event description:
It was reported that the 8120 pump programming code was compromised. Reportedly, the patient was able to enter the code "1234" to administer a pca dose for himself, and thus received more medication than was expected. There was no harm to the patient.